Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface size f 14 mm height item # 00588006014 lot # 63106971, distal femoral augment block size f 5 mm item # 00599003610 lot # 63426697, femoral component size f right item # 00588001602 lot # 62895964, tibial component precoat size 4 item # 00588000400 lot # 63162278, trabecular tibial cone, medium 46x34mm item # 00545001346 lot # 63020485. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital refuses to return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06494, 0001822565-2018-06495, 0001822565-2018-06496, 0001822565-2018-06498, 0001822565-2018-06499. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revision due to anterior knee pain.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  The initial report was submitted in error and should be voided.